Event description:
Adverse event(s): "delay in the case was 5-10 minutes". Product problem(s): "touchscreen froze during the case" (no display or display failure). A nurse reported, the touchscreen froze during the case and the delay was five to ten minutes. The sys was rebooted and the case was completed. No pt injury reported.

Manufacturer narrative:
The company service rep examined the sys and the pneumatics module was replaced. The sys was then tested and met all product specs. A visual assessment of the returned pneumatics module and full constellation sys reveals no obvious visual nonconformity. The full sys was tested for the frozen touchscreen using a pneumatic finger apparatus. While the sys was in the surgery screen, the finger repeatedly depressed the touchscreen until the touchscreen froze. The issue was able to be replicated and confirmed. The root cause for the touchscreen issue was isolated to the display interface pcb. For add'l testing, in an attempt to replicate and confirm the shutdown issue, the returned pneumatics module was installed into the returned full sys and power-cycle test was performed using a tester designed to stop ac power for 30 second intervals every 9.5 minutes. The sys ran on this power tester for a total of 14 hours before it froze at the splash screen. This freezing does not confirm the customer reported symptom because the customer reported the frozen touchscreen while in surgery mode. The sys was rebooted and ran for another 16 hours with no issue found. Finally, the full constellation sys was tested per service test procedure and found to meet all functional spec. The laser core module was also tested and it did not meet lio power and endoprobe power specs. For lio power, port 1 measured high at the 0.20, 0.50, and 1.0 watt setting. Port 2 measured at 0.20 and 0.50 watt setting. For endoprobe power, port 1 measured high at 0.20 watts. A review of complaints for the last 24 months did indicate three related reports for this sys. (B) (4). (B) (4). (B) (4).